Event description:
It was reported that the resection sheath exhibited a broken ceramic head. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the investigation results, it is likely that the reported malfunction (scratch on lens) can be attributed to user error, improper handling as well as application of excessive force. Some defects may also be caused by wear and tear. Olympus will continue to monitor field performance for this device.